Event description:
It was reported via repair work order that the leg would not raise or lower in both powered and manual modes due to the locking and non locking valves. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.